Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving therapy via an implantable pump for intractable spasticity. It was reported that the patient had an infection and the pump was protruding through the patient's skin. The caller stated  that they are going to remove the pump and was provided the password to shut the pump down.